Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 240 mg/dl. No bg meter comparison value was taken at this time. The patient felt ¿unwell¿ and self-treated with insulin. He then went back to sleep. The patient¿s spouse woke up around 6:30am and noticed the patient cgm was reading 272 mg/dl. No bg meter comparison value was taken at this time. The patient¿s spouse treated him with 9 units of insulin. Around 7:00am, the patient became confused, couldn¿t speak clearly, was sweaty, cold, clammy, and could not think clearly. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 20 mg/dl and the cgm was reading 240 mg/dl. Ems treated the patient with unspecified IV fluids. The patient recovered after this and drank some orange juice and ate a peanut butter and jelly sandwich. The patient declined to go to the emergency room (ER) at this time. Before ems left, the patient¿s bg meter reading was 150 mg/dl and the cgm was reading 300 mg/dl. About an hour and a half later, the patient was in the bathroom and began feeling shaky, he couldn¿t stand, or ¿respond properly¿. The patient then had a seizure (which resulted in the patient having some bruises). Ems was called again and transported the patient to the ER. It was reported the patient¿s bg meter reading was still 150 mg/dl while the cgm was still reading 300 mg/dl. Once at the ER, the patient was still seizing. He was treated with an unspecified anti-seizure medication, oxygen, and an unspecified sedative. The patient was admitted to the ICU. It was also found the patient was hyponatremic, so he was treated with sodium. He was further treated with oxycodone, flonase, gabapentin, and zyrtec. The patient was discharged on (B)(6) 2025. The patient was fatigued, had weakness, and was in pain at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the e zone of the parkes error grid when checked by the paramedics and the reported glucose values fall within the c zone of the parkes error grid after paramedics provided IV fluids. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.